Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture present behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation of insulin delivery if the damage impacts the power circuit or cartridge cap.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/13/2016 with the following findings: during investigation, no moisture was found behind the display. The pump cover was removed to find no moisture corrosion. A crack in the battery compartment was found below the grip pad. Moisture corrosion was found in the battery canister. No evidence of moisture was found on the display screen. A leak test was performed and failed due to the battery compartment crack.